Event description:
The customer reported to a baxter representative a condition of one infusor lv2 system, that was alleged to have underinfused 5fu with a female patient. Product was filled with 92ml of 5fu, and was intended by the facility to last for 46 hours. It was reported by the facility that from a visual observation, around 40cc's remained in the infusor at the end of the intended infusion, resulting in 56.5% of the intended rate. There was no report of patient injury, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.